Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user was not able to modify the dosage on a novum iq syringe pump. In the neonatal unit the user was attempting to enter the dosage for an antibiotic based off of the patient¿s weight and the user could not add the decimal (correct dose). The calculated dose was 229.5mg and the user had to round up to 230 to ensure the entire dose was administered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5: add clarification: at least one (1) device had this issue; two (2) patients were involved. The second event was when user wanted to enter 307.5mg. The devices were not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.